Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer called in and does not have tx or sensor and was instructed to enter a dummy tx ID to stop alerts. No additional patient or event information was available.